Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 27.6 mmol/l and 7.8 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.